Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damaged in a car accident the customer¿s blood glucose was 312 mg/dl. The customer was hospitalized due to high blood glucose and broken arm on (B)(6) 2017. The customer was off the pump prior to hospitalization was less than 48 hours. The customer¿s blood glucose was over 600 mg/dl when admitted to hospital. Customer declined troubleshoot for high blood. The insulin pump will not be returned for analysis.